Manufacturer narrative:
Quality control recovery was within range. Upon review of the alarm trace, reagent low warnings occurred frequently. A vacuum sensor error also occurred frequently. The field service engineer changed the vacuum pump membrane and sample probe. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas c 311 analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 2 mg/dl. The sample was repeated, resulting in a value of 94 mg/dl. The glucose reagent lot number was 58644201, with an expiration date of 31-jan-2023.